Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient is in a conference room, the device sends an alert tone. It was determined through clinical data review, that the patient was close to a magnet during those alert times. The device remains in use. No patient complications have been reported as a result of this event.